Manufacturer narrative:
The device was disposed in the hospital..

Event description:
It was reported that the first pass was performed with one retrieval device (subject device) and the second pass was performed with another retrieval device to remove a clot from the right m1 middle cerebral artery. After reperfusion was achieved, a digital subtraction angiography (dsa) showed a dissection of the treated vessel. No treatment was performed for the dissection. Post procedure follow-up magnetic resonance angiography (mra) showed reocclusion of the vessel, but no treatment was performed for this adverse event. No further details provided.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, thrombosis and dissection are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that the first pass was performed with one retrieval device (subject device) and the second pass was performed with another retrieval device to remove a clot from the right m1 middle cerebral artery. After reperfusion was achieved, a digital subtraction angiography (dsa) showed a dissection of the treated vessel. No treatment was performed for the dissection. Post procedure follow-up magnetic resonance angiography (mra) showed reocclusion of the vessel, but no treatment was performed for this adverse event. No further details provided.